Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8100 sn: (B)(4) customer was getting the error code of 211.2000 and wanted to know what was the cause for the error code. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: the customer wanted to know how to clear this error code of 211.2000. I explain to the customer that in order to clear this error code is to take the 8100 off of the 8015 and then place it back onto it. I explain to the customer that the error code he was getting is an unspecified communication error. And to clear this error I had the customer to disattach the 8100 and reattach the 8100 and this should clear the error code. Once the customer did that the error code was cleared and the customer said thank you and ended the call. Ref: (B)(4).